Manufacturer narrative:
This is the first of 2 reports. The patient event reported under this filling occured more than 3 month post-procedure and is related to another reported event that occurred 1 month post procedure filed under MFR report # 3008881809-2017-00441. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, tia (transient ischemic attack) is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Subject devices remain implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the left superior cerebellar artery. Post procedure the patient was neurologically assessed having a nihss of 0 and a mrs of 1. More than 3 month post-procedure, that patient experience a transient ischemic attack (tia) that was resolved the next day without residual effect. Medication hospitalization/prolonged hospitalization was undertaken. According to the physician, the tia were possibly related to the procedure and the stent. However it is unknown if the tia was related to the 2 implanted coils (subject devices). The patient was neurologically assessed at 2 month post procedure having a nihss of 0 and a mrs of 1.